Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep regarding an ins. It was stated that the issue was resolved and the cause of the issue is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they think they might have accidentally pressed a button they shouldn't have. A manufacturer representative (rep) come out and took care of the issue. The issue is resolved.

Manufacturer narrative:
H6: updated to d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 date of event is unknown, see b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient has been getting the settings not available (oor) message on the patient programmer. The message started occurring 1-2 months ago. The caller indicated that when they ran the impedance test prior to calling there were two electrodes that had out of range impedance values. The patient was programmed with the following parameters: a1 2- 4+ amp: 8ma pw: 200us rate:60hz a2 10- 12- amp: 3.5ma pw: 200us rate:600hz. During the call the caller reran impedances and provided the following values: ref 2 - 3 1250ohms 4 29130ohms 5 1160ohms 10 1140ohms 12 1100ohms 3 1250ohms 5 1160ohms ref 10 - 2 1140ohms 4 40000ohms 12 1060ohms. Technical services (tss) reviewed information about impedances and oor. The caller was going to try programming withou t using the high impedance electrodes. No symptoms were reported.